Event description:
The advocate stated the customer's blood glucose was tested using his contour meter and the reading was 107 mg/dl. The customer was sweaty and lethargic, so paramedics were called. Paramedics tested the customer's blood glucose at 46 mg/dl. He was treated with dextrose to raise his blood glucose. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.